Event description:
It was reported by service report that the safety bar torsion spring was broken and missing hardware. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Torsion spring.